Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: (B)(6) 2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received in a specimen cup. No handpiece was received for evaluation. Visual inspection under magnification revealed no defects were observed before and after cleaning the lens. No defects that could contribute to visual issues were observed. Complaint issue "explant and blurry vision" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of distance vision (dv) not crisp in both eyes (oculus uterque - ou), unable to follow golf-ball, and replaced with a zct150 20.5 diopter iol. Pre-operative best corrected visual acuity: 20/40-2. There was no suture(s) and no vitrectomy however the incision was enlarged. No medical attention was required and no medication was prescribed. Patient outcome post-lens exchange was reported as fully recovered. Post-operative best corrected visual acuity and ucdv pos: 20/25+2. No further information is available.

Manufacturer narrative:
Date of event: although date of (B)(6) 1922 was provided, the best estimated date is between (B)(6) 2022 and (B)(6) 2023 (iol implant and explant dates). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.